Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.